Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, diopter -4.0 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.

Manufacturer narrative:
B5-updated info: on (B)(6) 2021 in a separate surgery a shorter lens was implanted. The problem is resolved. Claim#: (B)(4).